Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of fatal sepsis, fatal breast cancer and fatal fungal peritonitis acquired in the hospital in a patient coincident with dianeal unknown therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal unknown therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient died. The causes of death were sepsis, breast cancer and fungal peritonitis acquired in the hospital. Treatment was not reported. Dianeal therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. The nurse reported the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11g27021, h11h07013 and h11g08039 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The peritoneal dialysis nurse called baxter product surveillance and reported that the patient was diagnosed with fungal peritonitis on (B)(6) 2011. She was treated with antibiotics until she died on (B)(6) 2011. The nurse did not have any autopsy results but believed the cause of death was related to the fungal peritonitis. He reported that the patient had fallen and injured her head and was having episodes of syncope and he believed she was not able to follow therapy steps properly and had poor aseptic technique. He believes this is what caused the patient's peritonitis and that it was not related to any baxter products or the therapy itself. The patient was not using the homechoice at the time of death. No further information was given at this time.